Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034 -2019 -00008.

Event description:
It was reported patient underwent hip revision approximately 14 years post implantation due to pain. During the procedure, the liner and head components were removed and replaced. Operative noted stated muscle necrosis and local tissue reaction was found noted upon entry. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: part #unknown; biomet stem; lot#365740. The device has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
After further investigation, this device was incorrectly updated. The device identification and location remains unknown. The device most recently updated, will be reported under 0001825034-2019-00009-3. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes. The review of notes identified patient was revised due to pain. Muscle necrosis and local tissue reaction noted upon entry. 60ml of thick brown fluid was noted. Necrosis of the gluteus minimus noted that required additional debridement back to bleeding tissue. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined based of the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.